Event description:
I had an inguinal double hernia repair with bard mesh. Following the procedure, I have had terrible adverse health issues: chronic pain in my groin area, chronic pain in my whole body and weakness, digestion problems, blurred vision, eye pain, tingling sensations in body and head, numbness in legs and feet, difficulty breathing, difficulty urinating, deviated nasal septum, imbalance, dizziness.